Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause and treatment for the peritonitis was not reported. The patient was hospitalized for the event. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was not hospitalized for the peritonitis event (previously reported as hospitalized). Should additional relevant information become available, a supplemental report will be submitted.